Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The ventilator failed the flow transducer test during pre-use check. The o2 gas module was found defective . The conclusion was that the reported flow transducer test failed was solved by replacing the defective o2 gas module. The received device logs confirmed the reported flow transducer test failed at time of the event. Since no parts have been returned, no investigation has been possible and therefore the root cause of the reported event could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).